Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer fell on the pump and as a result the touchscreen to become cracked and unresponsive. Customer¿s blood glucose was 91 mg/dl. Customer reverted to multiple daily injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer fell on the pump and as a result the touchscreen to become cracked and unresponsive. Customer¿s blood glucose was 91 mg/dl. Customer reverted to multiple daily injections for insulin therapy.